Event description:
It was reported the patient died due to failure to thrive with secondary cause of death noted as cerebral vascular accident. The lead was returned to the manufacturer and subsequently tested out of specification during analysis. There is no allegation that the patient's death was lead related.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: outer insulation separation. Proximal segment returned and analyzed.